Manufacturer narrative:
The insulin pump was received with an intermittent act button response due to a corroded keypad. The device was monitored and there was no unexpected frozen display found. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a keypad anomaly and that the insulin pump freezes up. The customer's blood glucose level was 307 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.